Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump buttons stopped working. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump drive support cap was damaged, bottom of insulin pump was came off. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. The drive support disk was inspected and no anomaly noted. Device received with stained end cap sticker.